Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full the lead was returned and analyzed. Analysis was performed and no anomalies were found. There was not an insulation breach observed on the returned lead. There were no anomalies observed at the proximal end of the rv coil. The location the event is likely referring to is the area between the rv coil and the sense ring. Although the internal proximal cable is visible, it is entirely covered with silicone insulation.

Event description:
It was reported that, prior to an implant attempt of the right ventricular (rv) lead, an insulation breach was discovered at the proximal end of the rv coil. The lead was not used. No patient complications have been reported as a result of this event.